Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead may have micro-dislodged from its original implant position due to a slack of lack and the lead not being properly fixated during the original implant procedure. The physician repositioned the ra lead and it remains implanted and in service. No additional adverse patient effects were reported.